Manufacturer narrative:
The investigation determined that a higher than expected vitros ipth result was obtained from a single patient sample processed on a vitros 5600 integrated system. There was no evidence to suggest an instrument or reagent malfunction had occurred. Treating the sample using heterophilic blocking tubes yielded lower results than the untreated sample. The most likely cause of the event is the presence of heterophilic antibodies in the patient sample that are interfering with the assay. The vitros ipth instructions for use state, "heterophilic antibodies in serum or plasma samples may cause interference in immunoassays. These antibodies may be present in blood samples from individuals regularly exposed to animals or who have been treated with animal serum products. Results which are inconsistent with clinical observations indicate the need for additional testing."

Event description:
The customer obtained a higher than expected vitros ipth result from a single patient sample processed on a vitros 5600 integrated system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The higher than expected result was not reported out of the laboratory. There was no report of patient harm as a result of this event. (B)(4).